Event description:
It was reported to boston scientific corporation that an overstitch suture was used during a procedure on (B)(6) 2026. During the procedure, the suture broke. The procedure was completed with an alternate device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 is being used to capture the reportable event of suture break. Device evaluation: block h11 the overstitch suture was not returned for evaluation, and there was no media available for analysis. The reported event could not be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all gathered information, there is not enough evidence to determine whether the suture break was due to the physician's technique during the procedure or was related to a device malfunction. For this reason, cause not established is selected as the most probable cause for this event. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm.